Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaws, I-blade damaged and the electrode/ceramic separated as one piece and still attached to the active rod. There were no issues with the articulation of the device. Testing found a short on the device when the jaws are fully or partially closed, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a prostatectomy procedure, the device didn't keep the stiffness when it was not requested the articulation. No patient adverse consequences have been reported. The surgeon continued to use the same instrument. One device will be returning.